Event description:
It was reported that the patient developed enterococcal bacteremia. Transesophageal echocardiogram (tee) concerning for mass in the right atrium (in clinical setting of bactermia this is presumed endocarditis). The implantable pulse generator (ipg) and lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).